Event description:
The pt underwent a thermal ablation procedure in 2004. The pressure and temperature were normal. No fluid was added or removed during treatment. The procedure was completed. Post operatively a small superficial burn was noted in the vagina and perineum. The burn area was approximately 5cm in total length, with 2.5cm externally on posterior perineum/right buttock and 2.5cm internally on posterior wall of vagina. Burn width was approximately 4mm. Pt was given analgesia and prescribed antibiotics in order to prevent any infection. Pt has made a complete recovery.